Manufacturer narrative:
Voluntary report was received via the us mail. The cover page for the report stated: the attached report, (B)(6), was received through FDA's medwatch program. We are forwarding it to you for review since you might be unaware of this event. The report contains all the information presently available. The attached maude event report (foi) had extremely limited information. Included was an event date of (B)(6) 2010, a report date of (B)(6) 2010, the event report type was malfunction, reporter occupation was other, the device operator was health professional. The reporter was not identified; as such the initial reporter was unable to be contacted for further information or device availability. The full event description is recorded on this form as b5. The identification of the device was catalog number 21-2966-24. The lot number was listed as 202x30. This information was entered into the manufacturer's complaint database for tracking and reporting purposes. This complaint does not constitute an admission that medical personnel, user facility, importer, manufacturer or product caused or contributed to the event.

Event description:
Received notice from FDA regarding an incident. No user facility information was included with the notice. Event description is as follows: volun (B)(6) 2010: on (B) (6) 2010, a huber needle broke off in a patient's chest. The huber needle was placed in patient's chest at (B)(6) clinic at (B)(6) medical center - (B)(6) cancer center placed by dr (B)(6) clinic. Date of insertion (B)(6) 2010 at 9:10 am. Gripper plus non coring safety needle manufacturer smiths medical md inc. Lot/batch 202x30 ref/catalog 21-2966-24. Dates of use: (B)(6) 2010 -- (B)(6) 2010.